Manufacturer narrative:
Device evaluation: visual analysis of the photographs one device appears to be intact, plus full red / yellow encapsulation is observed. Labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "textured to smooth exchange".

Event description:
Healthcare professional reported for right side textured to smooth exchange and "thick capsular contracture grade unknown". The device has been explanted.